Manufacturer narrative:
Corrected implant date based on additional information. The patient is (B)(6) in height. An event regarding infection involving a triathlon insert was reported. The event was confirmed. Medical records received and evaluation: diagnosis of infected right total knee arthroplasty (mrsa). Infection has abated over time. No confirmation of the complaints noted in the event description is provided. There is no evidence of factors of faulty prosthetic design, manufacturing, or material as being responsible for this post-operative infection management in this large, obese, male patient. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot and sterile lot referenced. Conclusions: the investigation concluded that there is no evidence of factors of faulty prosthetic design, manufacturing, operating room material as being responsible for this post-operative infection ((B)(6)) management in this large, obese, male patient. The following new product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5521-b-700, tri ts baseplate size 7, lot code: hugx. Cat. No.: 5515-f-702, triathlon ps fem comp #7r-cem, lot code: s9lsa. Cat. No.: 5551-g-401, triathlon asymmetric x3 patella, lot code: rrym. Cat. No.: 6191-1-001, simplex p full dose 1 pack, lot code: rft102. Cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: mgt067.

Event description:
Update as per medical records: patient had an I&d on (B)(6) 2012 and revision surgery on (B)(6) 2012 due to infection.

Event description:
It was reported that the patient has been experiencing pain in right knee since his surgery. Patient states that his knee pops and locks when walking. Pain is becoming progressively worse and patient has difficulty walking. Patient is currently following up with his surgeon.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.